Event description:
Ceramic liner fractured when impacted. When removing the fractured ceramic liner, the cup moved out of position.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The investigation confirmed that there were no manufacturing anomalies and identified markings on the liner consistent with mis-alignment. It is noted by the supplier that the mis-alignment may have contributed to the fracture but this could not be confirmed. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received then further investigation shall be completed as appropriate.

Manufacturer narrative:
Additional narrative: correction: med watch follow up no. 1 created in error. This product has not been received. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.